Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range shock impedance measurements, and patient maneuvers revealed some noisy signals. The physician made the decision to remotely monitor the patient and a system revision or replacement is not a part of the plan for now. The lead remains in service and no adverse patient effects have been reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).